Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient was in a state of incoherence. The cgm was reading high and the blood glucose reading by the patient was 40 mg/dl. A bystander called 911. The patient was treated with direct IV with glucose and was advised to eat something. The patient felt fine after the medication and was discharged the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.